Event description:
The customer reported that the multigas unit was displaying an "external device" error message.

Manufacturer narrative:
Details of the complaint on (B)(6) 20, customer at ssm health reported the multigas unit (gf-210ra sn:(B)(4) gave external device error. Investigation summary: the root cause of the error message on serial number (B)(4) was due to design change flaw which caused pumps with new / different specifications to be used in manufacturing. The overall risk is high. CAPA (B)(4) has been opened to address the issue and is in progress. The following fields are not applicable (na) to the MDR report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 d11 & c2 f10 g6 g8 h7 h9 additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? H6. Event problem and evaluation codes h10. Additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the multigas unit was displaying an "external device" error message. The customer also reported that as soon as they noticed this, they grabbed another gas unit and replace it, which resolved the issue. No harm or injury was reported. The customer would like to send the failed unit in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the multigas unit was displaying an "external device" error message.